Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "seroma in one breast."

Event description:
Patient reported "seroma in one breast " for unspecified side. The device remains implanted.